Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 42 mg/dl at the time of the event and was treated with carb intake. The customer was not feeling any symptoms of low blood glucose level even if the reading goes down to 40s, 50s, or 60s. The customer stated that the issues had started when the customer started using food supplement. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode was not active at the time of the event. Further troubleshooting was declined by the customer. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.